Event description:
It was reported that a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with injection (inj.) Magnex (1 gram (gm), intravenously (IV), once daily, duration not reported), inj. Fortum (1 gm, intraperitoneally (ip), once daily, duration not reported) and inj. Reflin (1 gm, ip, once daily, duration not reported) for peritonitis. One day after the onset, the patient experienced an unrelated event and subsequently died. The cause of death was due to an unrelated event. The patient did not recover from the peritonitis event prior to death. It was not reported if an autopsy was performed. It was reported that the pd therapy was ongoing until the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.